Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were continuous suction alarms. At the time of the alarms, it was noted that the cannula of the pump was kinked. Repositioning of the device was attempted, however, the pump remained kinked at the mitral valve. The pump was subsequently removed and replaced with another impella pump to resolve the issue. Additionally, during support the complainant noted lower purge flow/pressure trending higher, which prompted discussion of using tissue plasminogen activator in purge. Also, patient had a worsening gastro-intestinal (gi) bleeding overnight for which two units of packed red blood cells (used in blood transfusions) was given to the patient.

Manufacturer narrative:
Low pump flow: based on the clinical data kink occurred while attempted to reposition the pump at mitral valve because of improper technique use to reposition. Data log reviewed and alarm occurred for suction positioning issue. Complaint device not returned for investigation. Root cause was cannula kink because of use issue. High purge pressure, vascular damage: this complaint has been identified as part of a retrospective review. Due to limited clinical information and lack of available data/product the root cause of the this investigation is not determined. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-19964.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were continuous suction alarms. At the time of the alarms, it was noted that the cannula of the pump was kinked. Repositioning of the device was attempted, however, the pump remained kinked at the mitral valve. The pump was subsequently removed and replaced with another impella pump to resolve the issue. Additionally, during support the complainant noted lower purge flow/pressure trending higher, which prompted discussion of using tissue plasminogen activator in purge. Also, patient had a worsening gastro-intestinal (gi) bleeding overnight for which (B)(4) units of packed red blood cells (used in blood transfusions) was given to the patient.